Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. Evaluation observed the customer device to be passing upon performing a downstream occlusion test. The device was determined to meet all product specifications related to the reported event. The reported undetected downstream occlusion was not verified. A clamp was clamped during the therapy, which led to a downstream occlusion. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an downstream occlusion during therapy (medication, dose, programmed amount and delivery rate unknown). A registered nurse (rn) and provider at bedside began titrating levo and dobutamine when the patient became hypotensive. Shortly after, the rn discovered the levo was clamped at the clamp. There was no known medical intervention associated with this event. No additional information is available.